Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no evidence of power loss was recorded. There was no damage found to the battery compartment or returned battery cap. The returned battery cap was able to be fully secured to the pump. During testing, the pump performed the rewind, load, and prime steps with no power losses occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power losses occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. The intermittent power issue was not able to be duplicated during investigation. No defects were found.